Manufacturer narrative:
The access port connector associated with this report was discarded after surgery by the reporter and can therefore not be returned to allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan rep reported for the surgeon the alleged leakage from an allergan lap-band system. Apparently, the device was "not holding fluid" and the "leak tests" and "radiology" confirmed the "leakage". The device was removed and replaced with another lap-band system. The explanted device was discarded after surgery and will not be returned to allergan medical for product analysis.